Event description:
The customer alleged that the ventilator became detached from the pt with no audible alarms present. There was no death or serious injury as a result of the event. The nurse that was present at the time of the event powered the unit off and then on again. The alarms then functioned. The mallinckrodt customer support engineer (cse) inspected the device and replaced the alarm assembly after finding a loose connection on the front panel display printed circuit board. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.